Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for radiculopathy. It was reported that the patient always had problems with recharging. It took forever to recharge, a whole day to a day and a half. The patient attempts to recharge while lying on her side with something light against her back. The patient had tried the belt but that didn¿t work. Weather affected this as was if it was super windy, rainy, or snowy. It burned to recharge and the patient stated that this was probably the case because it took too long to recharge. It was noted that the patient only averaged four coupling bars. The patient mentioned that her hips hurt and she experienced leg cramps while recharging. It was noted that the patient had been on quinine until it was taken off the market. The recharger would also just stop. These recharging issues had been present for all of the patient¿s rechargeable devices. The patient had told her doctor and manufacturer representative (rep) about this. It was noted that the patient saw a rep on (B)(6) 2017..